Event description:
See initial report.

Manufacturer narrative:
H10: the most likely root cause of the reported issue was related to corrosion of the motor ball bearing caused by water infiltration or water condensation phenomenon reasonably due to temperature gradients and/or high level of humidity in the stationary phase that led to the motor shaft block.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He found that the stirrer motor was stiff when trying to rotate it manually. The part will be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor during routine disinfection. There was no patient involvement.